Event description:
Customer reported erroneous high access vitamin b12 test results were obtained for one patient when using the access 2 immunoassay system. The erroneous high test results were above the normal reference range. Test results were not reported out of the laboratory. Repeat analysis was performed. The test results were within the normal range. Sample was sent to a reference laboratory. The test results obtained at the reference laboratory were within the normal range. No reports of death or serious injury, and no affect to patient treatment as a result of this event.

Manufacturer narrative:
Samples were centrifuged for 10 minutes at 3000. Customer stated they routinely use plasma for the b12 assay. Serum is used only if plasma is not available for testing. Customer called beckman coulter inc (bci) customer service on (B)(4) 2010 regarding b12 erratic quality control (qc). During troubleshooting the customer mentioned the erroneous b12 result that occurred on (B)(4) 2010. Bci recommended the customer increase the standard deviations on their b12 qc charts to be in line with the peer group data. This would reduce the amount of imprecision the customer was seeing on their b12 qc charts. Qc was within the customer's established ranges on the date the erroneous result occurred. The customer ran a glucose and creatinine on both samples to confirm that they were not drawn from different people and these matched. Psa (prostate specific antigen) results analyzed at the same time as the b12 results were reproducible on both serum and plasma. On (B)(4) 2010, the field service engineer adjusted the temperature of the transducer and performed a major pm (preventive maintenance.) Repairs were made per established procedures and met published performance specifications. Root cause was not determined. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events.